Manufacturer narrative:
Addtl narrative: philips has investigated the reported complaint. The system is serviced by a third-party service engineer who informed philips about the incident and how the problem was resolved onsite. The third-party engineer inspected the system onsite and identified that the pivot friction lock was not holding tight enough to prevent the table from pivoting unintentionally. The third-party engineer adjusted the friction of the pivot lock. Philips has completed a good faith effort to get further information regarding patient information, how the procedure was completed and technical details. However, this information has not been provided to philips. As no additional information is available for further investigation, philips is closing this complaint and this event will be included in the post market surveillance trend analysis. Corrected data: initial reporter and codes updated as per investigation outcome h3 other text : evaluated by third party.

Event description:
It has been reported to philips that during a procedure the table rotation friction brake was not holding tight and the patient fell from the table. The patient had a skull contusion and a minor bruise on the left side of the patient's body. Philips has started an investigation of this complaint.